Event description:
It was reported that the pump exhibited a backup alarm when powered on. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
A1; updated no patient involvement. A2, a4, a5, a6; updated as na (not applicable). B6, b7; updated as na (not applicable). H3: the suspect pump was returned for evaluation. The event history log (ehl) was reviewed. The alarm was noted in the ehl as stated by the complainant. Service history identified that no previous repair has been noted in the last 12 months. No problem was identified during visual inspection. The probable cause of the issue was faulty main board. The allegation made by the complainant was confirmed. The main board was replaced. The device passed all functional testing after repair.